Event description:
A (B)(6) distributor contacted zoll customer support to report a monitor was generating service code 102. The distributor received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon eval, there was a poor solder joint on quad micropower op-amp component u901. The cause of the charge profile fault and service code 102 is intermittent signals from component u901. The cause of the intermittent signal is the poor solder joint. The root cause of the poor solder joint cannot be positively identified but is likely assembly error. No adverse event resulted from the defective component. The distributor received a replacement monitor.